Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that wireless footswitch does not turn on. Fse found wi-fi and battery indicator was off due to wireless footswitch issue. Upon troubleshooting fse plugged power cable and take off the battery. Fse instructed the customer to use wired footswitch. After taking of battery and replaced wireless footswitch, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue, but it was related to the battery indicator was off. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that x-ray was not possible due to a wireless foot switch issue. System was outside of clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) was able to confirm the reported issue. Fse proceeded to replace the wireless footswitch in order to resolve the issue. System was returned to use in good working conditions.